Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus china sales & marketing (ocsm). Ocsm checked the subject device and duplicated the reported phenomenon. Omsc checked the device history record of the device, there was no irregularity found. The exact cause of the reported phenomenon could not be conclusively determined. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was not returned to any of olympus locations. Therefore, olympus could not investigate the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during reprocessing, the endoscopic image of the subject device was not displayed. The subject device was used in combination with otv-s190. There was no report of patient injury associated with the event.